Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy¿ drug eluting stent was selected for use to treat target lesion. During preparation, when the physician was going to remove the stent protector, the physician noted that the stent was deformed, elongated and was in bad condition. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy¿ drug eluting stent was selected for use to treat target lesion. During preparation, when the physician was going to remove the stent protector, the physician noted that the stent was deformed, elongated and was in bad condition. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Same case as MDR ID# 2134265-2014-06891. It was reported that stent damage occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat the target lesion. During preparation, the physician noted that some struts in the middle of the stent were in bad conditions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy¿ drug eluting stent was selected for use to treat target lesion. During preparation, when the physician was going to remove the stent protector, the physician noted that the stent was deformed, elongated and was in bad condition. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were damaged, distorted and stretched out over the distal markerband and device tip. The crimped stent od was measured at the undamaged proximal portion and was within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was measured and was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).